Event description:
It was reported that during ICD replacement, the svc coil of the lead was found to be fractured via review of x-rays. The svc coil was programmed off and the lead remains implanted. There were no adverse consequences to patient.